Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative reported that the patient had poor efficacy and their pain got worse. When the implantable neurostimulator (ins) was checked, high impedances were measured. The patient did not feel any stimulation when the voltage was increased to 9 v. The lead was replaced and the patient's current status was "normal".

Manufacturer narrative:
Analysis of the lead found no anomaly. All functional tests passed and the "impedance in saline" test also passed. Visual observations noted that the stylet coil was perforated by the stylet 14.5 cm from the distal end, the outer insulation was cut and breached 12.5 cm from the distal end, and the set screw mark was in the correct location but barely visible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.